Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Ulcers and hernias are physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of an ulcer and hernia as follows: other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gastritis, esophageal ulcer, and hiatal hernia.

Event description:
A pt reported: the pt stated that they "went in for an annual egd, and the surgeon saw the pt had a hiatal hernia and a duodenal ulcer in the stomach." The pt said that the surgeon does not believe that the ulcer and the hernia are device related. The hernia and ulcer are "close to where the band was" so the surgeon took the entire system out. The surgeon didn't replace the system, in order for the pt to heal. The pt did not give allergan product support permission to contact the surgeon. The pt stated that the surgeon will not replace the system at a later date "because of scar tissue." Allergan's approach to compliance is to resolve all doubt in favor of reporting.